Manufacturer narrative:
(B)(4). Physio-control advised the customer to replace their device as there are no repair options available.  The device has not been returned to physio-control for evaluation.  The cause of the reported issue could not be determined.

Event description:
The customer reported that their device would not power on. &#1288;ere was no report of any patient use associated with the reported issue.